Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The 95% stenosed, 35x3.25mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilatation, a 3.00x38mm promus element long stent was advanced but failed to cross the lesion due to severe tortuosity and calcification despite multiple attempts. The device was removed and the stent dislodged outside the patient's body. A second 3.00x38mm promus element long stent was advanced after multiple treatment but still could not cross the lesion. The physician removed the device and it was noted that the stent struts on the tip were lifted. The procedure was completed with a 3.0x24mm and a 3.5x20mm stents. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The 95% stenosed, 35x3.25mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilatation, a 3.00x38mm promus element long stent was advanced but failed to cross the lesion due to severe tortuosity and calcification despite multiple attempts. The device was removed and the stent dislodged outside the patient's body. A second 3.00x38mm promus element long stent was advanced after multiple treatment but still could not cross the lesion. The physician removed the device and it was noted that the stent struts on the tip were lifted. The procedure was completed with a 3.0x24mm and a 3.5x20mm stents. No patient complications were reported and the patient's status was stable. The stent delivery system was not returned for analysis therefore the catheter batch/serial number cannot be identified. The stent was detached from the delivery system and damaged its entire length with stent rows stretched and bunched. The sds was not returned for analysis therefore reviews for individual assessment of the catheter could not be performed.